Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions: 1. For single use only. Do not resterilize. Do not use if the package or product is damaged. 2. Improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. 3. Suture may be cut off prior to stent placement. Remove suture prior to placement for pediatric patients. 4. Exercise care. Tearing of the stent can be caused by sharp instruments. 5. Ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device. * 6. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation. 7. With any ureteral stent, migration is a possible complication which could require medical intervention for removal. Selection of too short a stent may result in migration. 8. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure. 9. Multi-length ureteral stents: formation of knots in multi-length ureteral stents may occur. This may result in injury to the ureter during removal and/or the need for additional surgical intervention. The presence of a knot should be considered if signifi cant resistance is encountered during attempts at removal."

Event description:
It was reported that the ureteral stent broke before use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent broke before use.